Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. One haptic was torn, with a piece torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, and the lens tore. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the surgeon indicated he had made the incision too small and this caused the lens to tear.

Manufacturer narrative:
Results: per medical review - reportedly, intraoperative lens exchange was performed to address lens damage noted during insertion. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. According to complaint description the cause of the event was procedure factor/error ("too small incision" created by a surgeon prior to lens implantation). (B)(4).